Manufacturer narrative:
(B)(4). Device not available for evaluation.

Event description:
It was reported that the dry and store unit was found to have heated up. No serious injury has occurred. It was also reported that the device is not available for analysis